Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited intermittent loss of capture. The patient experienced intermittent dizziness. Auto-capture was not working appropriately. Programming changes were performed. The were no patient consequences.